Event description:
The user reported the monitor was beeping and the display screen was black. An alternate device was employed. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.